Event description:
A medtronic rep reported that during a navigation demonstration, the software halted. A test was performed noting that the battery was bad. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt was present. An RMA has been issued. Part has not been returned for evaluation as of the date of this report.